Event description:
The manufacturer received information alleging a trilogy 202 ventilator is not functioning/does not work. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the device's o2 pca sensor was replaced to address the issue. In addition, the air filter was replaced, the sensor was calibrated, by following the testing and verification procedure for this equipment, the configuration of the device to factory. All the necessary verifications have been carried out to certify the correct operation of the equipment.